Event description:
A customer reported experiencing intermittent occlusion alarms. The customer's blood glucose level was 415 mg/dl. Reportedly, the customer was using humalog u-200 insulin with the pump. Tandem customer technical support informed customer that humalog u-200 insulin is off-label per the user guide. The customer changed the infusion set and cartridge, and resumed insulin delivery.